Event description:
As reported by the user facility: pump overinfused while attached to a pt. Pump was set to infuse at 8 ml in 4 hours, infused at 40 ml in 4 hours.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of (B)(4). The actual pump involved in the reported incident has not been received for eval at this time. A f/u report will be provided after the inspection results are available.